Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient contacted support about excessive insulin during tubing fill. The patient found air in the cartridge and was guided to rewind, refill, and remove bubbles per instructions. After restarting with new supplies, insulin delivery resumed normally. The patient was not connected to the body, and bg remained stable.